Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the light-emitting diode on the module controller was not illuminated. The drawer controller was field-tested, and the test points indicated that the board was functional. The pyxibus module controller (151903¿01) was not available in trunk stock at that time. Due to this discrepancy, the field service engineer replaced the entire full-height drawer. After the restart, the drawer was configured into the med application. The cubie pockets were manually removed from the old drawer and inserted into the new drawer. Once the new drawer and old pockets were installed, the med application no longer displayed the failed storage space icon. The customer was able to inventory medications in that drawer. The system functioned as intended after the field service engineer repaired the device.